Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd:the guide wire was not returned; therefore, device investigation could not be conducted. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Detail of the event and the causal circumstances could not be identified from the provided information. No product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) circumflex (cx) artery. A non-abbott micro-catheter met resistance during advancement onto and removal from the fielder xt guide wire. Both devices had to be removed as a single unit. A second non-abbott micro-catheter met resistance during advancement onto and removal from a second fielder xt guide wire. Both devices had to be removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott guide wire, non-abbott balloon dilatation catheter (bdc), and xience v stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other fielder xt guide wire referenced is being filed under a separate medwatch MFR number. The fielder xt guide wire is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.